Event description:
Event description cpi received information that the during the attempted implant procedure the implantable cardioverter defibrillator (ICD) sensed noise at vf and delivered an inappropriate shock to the patient. It was also reported that telemetry was lost for a few seconds. The physician turned off all the external equipment in the o.r. That could cause noise, and the problem persisted. The ICD was abandoned and another implanted without problems.